Manufacturer narrative:
E1: reporter facility name: (B)(6). Reporter address line 1: (B)(6)- lot n°5. Reporter address line 2: (B)(6). One device was received for evaluation. Visual inspection was able to duplicate the reported problem. Functional testing produced error code 46446. The printed wire assembly was replaced the address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a broken pin in bolus inlet. There was no patient involvement, the issue was found during functional testing. The device evaluation noted error code 46446.